Manufacturer narrative:
Poster from ann 2011: indicators of favorable outcome with vagus nerve stimulation (vns) in 50 patients with different kinds of epilepsy. (B)(6).

Event description:
A copy of a poster presentation from aan 2011 in (B)(4) was received at the manufacturer for review. Titled: indicators of favorable outcome with vagus nerve stimulation (vns) in 50 patients with different kinds of epilepsy" it mentions one patient who had a dramatic transient worsening of seizures during stimulation that relapsed after vns discontinuation. There were 17 patients who showed "no improvement" with the therapy. It is unknown if the one patient with an increase in seizures, if they were over their prevns baseline rate. No further information after investigation is able to be attained in regards to this event.